Event description:
It was reported that the patient presented via telephone. It was noted that the transmitter was sparking. The transmitter was exchanged. There were no consequences to the patient.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.